Event description:
A us distributor contacted zoll to report that the patient developed blisters from the ucor hfams patch. The patient described the area as red, raised, burning, and stinging under the hydrogels of the patch. There was no alleged device malfunction contributing to the blisters. The patient's physician prescribed triamcinolone acetonide 0.1%. The outcome of the blisters is unknown.

Manufacturer narrative:
Not applicable.